Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured because it got caught in calcium calcified during procedure. The balloon lost pressure while inside the patient and specifically after being pulled to the arteriotomy. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 6f non-cordis vascular sheath introducer. A 6f non-cordis sheath was utilized. At the femoral puncture site, mild vessel tortuosity and moderate calcium were observed. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The vessel diameter was verified to be greater than 5 mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd was used in an interventional procedure with a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured because it got caught in calcium calcified during procedure. The balloon lost pressure while inside the patient and specifically after being pulled to the arteriotomy. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 6f non-cordis vascular sheath introducer. A 6f non-cordis sheath was utilized. At the femoral puncture site, mild vessel tortuosity and moderate calcium were observed. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The vessel diameter was verified to be greater than 5 mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd was used in an interventional procedure with a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. One 6/7f mynx control vascular closure device was returned for investigation non-sterile. Visual inspection of the device showed that button 1 was fully depressed and button 2 not depressed. The stopcock was found closed with no syringe returned for this evaluation. The sealant was not returned for this evaluation. In regards of the sealant sleeves conditions no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was not retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The inflation/deflation analysis could not be performed since during the attempt a balloon loss of pressure was observed. A high magnification evaluation was executed to evaluate the balloon. During this analysis, presence of a longitudinal tear was observed. The reported event of ¿balloon balloon loss of pressure¿ was observed through analysis of the returned device since the device was received with a longitudinal tear on the balloon. The cause of the reported event may have been due to the calcification reported and the device getting caught on the calcification. Other unspecified procedural, handling, and/or anatomical factors may have also contributed to the reported issue. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.